Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The fsr replaced the batteries and the unit operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service rep (fsr) reported that during a notice of field change and preventative maintenance (pm) of the device, the fsr discovered that the batteries were dead and not charged for approx eight months. This system one unit had been in storage for one year. Since the event occurred during preventative maintenance, there was no pt involvement.